Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial # (B)(6); implanted: explanted: product type programmer, patient product ID 97755 lot# serial # (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). G2: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins) for unknown indications for use. It was reported that when it was attempted to charge the stimulator, a system problem was displayed. After removing and reinserting the battery pack to reset the device, it returned to the initial lock screen, but when startup was performed, the stimulator showed 0% charge, while the controller was about half charged. The date and time had been reset, so the menu screen was opened, but due to the lack of charge in the stimulator, the date and time items were grayed out and could not be adjusted. When charging of the stimulator was performed on site, the display initially indicated that the charging status was ¿very good,¿ but shortly thereafter the message ¿system problem occurred¿ was displayed again. Because there was a possibility that product may need to be replaced, consultation with the area representative was requested. It was noted that the stimulator may overheat or cause pain. The attending physician had some concerns, so they took an x-ray and was waiting for the results. The results are scheduled to be discussed at the consultation on (B)(6). It was noted the issue was not resolved at the time of the report. Additional information was received from a manufacturer representative (rep). It was clarified that the heat was not from the ins; however, the recharger was observed to become warm. The pain was unrelated to the heat. A malfunction such as a fractured cable in the recharger, leading to heat generation, is suspected. The battery pack of remote controller was removed to perform a reset. It was noted the issue was resolved at the time of the report.